Event description:
It was reported that a flo-gard infusion pump displayed an air in line alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. A visual inspection, alarm log review, and an air sensor test were performed. During the air sensor test it was identified that the air sensor was out of calibration. The air sensor was recalibrated, the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.